Event description:
The tip of the monoject syringe broke off. After being connected to extension set and sent to pt's house for infusion of vancomycine 1.25 grams in 0.9% sodium chloride. Defect was observed/reported by pt before administration of vancomycin.